Manufacturer narrative:
The date of the event is approximated as it was not reported.

Event description:
It was reported via social media that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman laa closure device & delivery system (wds) was used. It was reported that post procedure the blood pressure of the patient dropped below 50/20. The patient had a perforation and a serious bleed. The patient was brought to the operating room and had drains placed. After a few hours, she was ok.